Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 500 mg/dl. Customer declined troubleshooting for high blood glucose. The customer also stated that, the insulin pump had insulin flow blocked alarm. Customer reported that, the alarm did not occur during fill tubing. Customer is not able to troubleshoot at time of call. Performed displacement and self test and both were passed. The device is not expected to be returned for analysis.